Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the patient that since friday, they had been in pain in their right buttock cheek, the device stopped working and they wanted their manufacturer representative (rep) to call them. The patient was going to follow up with their health care physician (hcp). The patient stated prior to an unrelated surgery this year they had been sick for 10 days with diarrhea and it just ¿hit¿ patient ¿with a brick.¿ they couldn¿t find out what was wrong with the patient. The patient stated the diarrhea could be from the interstim. The patient stated they turned it up as high as it could go and they felt no stimulation. There were no further complications reported/anticipated.